Manufacturer narrative:
The date of event/therapy date was sometime in the last six to seven months from the date received by MFR. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had too little iodine in it. The patient did not use the minicap and started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.